Manufacturer narrative:
The device was returned to an olympus repair facility, and an evaluation of the device was performed. During the evaluation, foreign material was discovered on the inside of the light guide lens. The customer's originally reported issue of leakage in the instrument channel was confirmed; the channel was noted to have damage. The following additional findings were also noted: broken bending section cover adhesive resulting in the insulation resistance not meeting the standard value, assorted cracks, tears, wrinkles, corrosion, lack of waterproofing due to deformation of components, and wear of the angle wire resulting in play of the up/down knob and angulation in the down direction not meeting the standard value. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
An olympus representative reported on behalf of the customer that, during preparation for use of the device in an unknown diagnostic procedure, it was noted that their evis lucera duodenovideoscope had a leakage of the instrument channel. The procedure was completed with no further issues using a similar device. Upon inspection and testing of the returned unit, it was discovered that the inside of the light guide lens was dirty. There were no reports of patient or user harm associated with this event. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 2 years since the subject device was manufactured. Based on the results of the investigation, it is likely the light guide lens (lg-lens) being dirty occurred due to due to physical stress caused by hitting distal end of the device or dropping distal end, or chemical stress caused by chemical solution used, adhesive around lg-lens peeled off and moisture entered inside of lg-lens and corroded. The foreign material was confirmed; however, the specific material could not be identified and the cause of the material remaining in the device could not be specified. A definitive root cause could not be determined. The following information is stated in the instructions for use (IFU): ¿instruction manual evis lucera jf/tjf type 260v operation manual chapter 3 preparation and inspection shows how to detect the event.¿ olympus will continue to monitor field performance for this device.